Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there were crimp marks between the balloon marker bands suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/sheath removal resulted in the noted stent damages (stretched, bent, and overlapping) and ultimately resulted in the reported stent dislodgement. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that prior to use, the stents of two separate 3x48mm xience pro 48 stent delivery systems (sds) were found dislodged from the balloon in the protective sheath. The devices were not used and there was no patient involvement. An unspecified xience pro 48 stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.